Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device was not returned. The backend logs were reviewed for serial #(B)(6), and an occurrence of error 5 was confirmed for (B)(6)2021.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.